Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while carrying a heavy box. Technical services (ts) reviewed the episode noting their heart rate (hr) abruptly increased, morphology changed and the rate slowed. T wave oversensing was observed and this patient received a shock, terminating the rhythm. Ts noted this was a clinical decision whether this was ventricular tachycardia (vt) or supraventricular tachycardia (svt). Ts recommended capturing a reference subcutaneous electrocardiogram (s-ECG) at a higher hr and extending smart charge. This s-ICD remains in service. No adverse patient effects were reported.